Event description:
Bayer ascensia dex 2 as shipped differs from documentation. The unit was shipped with a size 2032 3 volt lithium battery. The included documentation indicates 2 x 2016 3 volt batteries should be used - totaling 6 volts. According to the product support staff, this was the requirement for a prior version of the product but was changed without changing the documentation.